Manufacturer narrative:
The customer reported the patient is experiencing double vision when they look up, therefore a revision surgery is being scheduled to remove the device. The surgeon believes a possible cause for the patient's complaint is the size of the defect is too large for the implant. The date of the revision has not been confirmed at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The warnings in the package insert state "neurovascular injuries can occur due to surgical trauma" and "bending, fracture, loosening, rubbing, and migration of the devices can occur as a result of excessive activity, trauma or load bearing.¿ the user facility is foreign; therefore, a facility medwatch report will not be available. The product remains in the patient's anatomy and the surgeon has no plan to remove the implant at this time. The patient is following up with their physician. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced trouble with eye movement four months post operation. The patient is currently following up with their physician.